Manufacturer narrative:
The reason for this revision surgery was to remedy loss of range of motion after 1.2 years of patient use. The outcomes attributed to this event are non-serious. The healthcare professional indicated a significant adverse event to the patient. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contribute to the revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the 13th complaint for this part number: four due to unstable/loose joint, three due to infection, two for limited range of motion, one due to dislocation, one due to pain, and one for subluxation. This is the first complaint for this lot number. The root cause for the loss of range of motion was not determined with confidence. There is no information reported that showed a material, design, or manufacturing problem with the product. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery: the pt had loss or range of motion.